Manufacturer narrative:
The following fields have been updated with additional information: h6 annex b corrected information: b5, d1, d5, annex c and annex d annex g a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed and were not detected on the bus. A field service engineer reseated row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system had a multiple drawers failure and was not detected on the bus on station 4north1, which hindered users from accessing the medication. The user rebooted the station, but issue still persisted. This incident did not cause any delays in patient care and confirmed there was no patient harm. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation es system had a multiple drawers failure and was not detected on the bus on station 4north1, which hindered users from accessing the medication. This incident did not cause any delays in patient care and confirmed there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a multiple drawers failure and was not detected on the bus on station 4north1. A field service engineer reseated row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.